Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts for additional information from the reporter have been unsuccessful to date.

Event description:
Reporter indicated via a manufacturer's implant card that a patient had vns lead and generator replacement surgery on (B)(6) 2013 due to "other - lead impedance too high". Diagnostics with the new devices were within normal limits. All attempts for additional information and return of the explanted devices have been unsuccessful to date.